Event description:
The customer reported that the cine feature did not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine disk, formatted and tested. The system was tested and found to be working as intended and put back in service.